Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that as contact could not be made via the remote control and clinician programmer, the ins was replaced. The ins was active since implant with electric power from 1.4-3.3v and upon readjustment on (B)(6) 2012. It was unknown when contact was lost with the ins.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins battery reached normal end of life with no telemetry and no output. Additional method code, result and conclusion codes have been updated.

Event description:
Additional information received reported that the device had been programmed to continuous mode. Following the replacement procedure, the patient was doing ¿ok¿ and receiving effective therapy.

Event description:
It was reported, the implantable neurostimulator (ins) battery prematurely depleted. The patient experienced a loss of effect after the depletion of the ins. Less than 50% therapy relief was also noted. The ins was active at 1.0v, 3.0v, and 4.3v and completely depleted a long time before 4 years of use. The ins was therefore replaced. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) removed as it no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.